Event description:
Neonatal intensive care unit premie was found on floor. Wires were found dangling through porthole. Latch on porthole that was open appears to be loser than the latches on the other three portholes. Baby appears to have suffered no harm.